Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely tortuous and severely calcified vessel. A 4.0mm x 220mm x 150cm coyote balloon catheter was advanced for pre-dilation. However, on initial inflation at 3 atmospheres for 15 seconds, the balloon ruptured. The procedure was completed with another of the same device and no patient complications were noted.